Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of a rotator cuff tear, which likely led to persistent pain.

Event description:
Revision to a reverse tsa due to rotator cuff failure. This event report was received through clinical data collection activities.